Manufacturer narrative:
Patient weight not made available from the site. On 08/11/2016 a medtronic representative, following-up at the site, reported being able to replicate the issue. The emitter communication stopped after 45 minutes of normal function. Re-booting the navigation system resolved the issue. The medtronic representative concluded the reported issue was likely caused by the axiem box. - return requested. Replacement axiem 4port shipped to site 08/12/2016. Medtronic investigation of returned suspect axiem 4port finds that reported issue could not be replicated. The axiem unit was connected to a test system with the ent application for a three hour burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The medtronic representative connected / disconnected the tools from each port multiple times and system remained functional. Device found to be fully functional. No fault found. On 08/15/2016 a medtronic representative replaced the axiem box, then performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic ent representative received a report that, while in an ear, nose & throat (ent) procedure, the site's navigation system axiem functioned intermittently. Manipulating the plug, where it connects to the axiem port, could bring the connection back. In trouble-shooting, the medtronic representative checked the navigation system and noted the axiem box was responding intermittently with blades and balloons. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided.